Event description:
The power cord on the stryker video cart was connected to a hospital grade extension cord for a surgical procedure. During the procedure, at the connection between the two cords, a flame and smoke was noted by the staff and extinguished immediately. No adverse outcome.